Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Unable to verify low battery alarm due to critical pump error alarm.

Event description:
Information received by medtronic indicated that insulin pump had low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.